Manufacturer narrative:
The suspect device was returned for evaluation. On visual inspection, defect as reported has been observed. The complaint cannot be confirmed as there is no breakage at the distal end of the guidewire. The suture cable was found to have been cut. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
During catheter removal, the connector on hand side and shaft (along with the internal fixation sutures) were cut, and a 0.035-inch guidewire was inserted from the proximal end of the shaft. The drain was severely stuck inside the catheter shaft, preventing the guidewire from being inserted to the tip. The guidewire tip protruded from a side hole midway along the shaft. It is supposed that the fixation suture inside the shaft was ejected during this process. Upon removing the shaft, part of the fixation suture remained in the abdominal cavity. While the proximal end of the suture is visible on the body surface, resistance prevents its retrieval and remains within the abdominal cavity extending to the body surface.